Event description:
Info received indicates the lift was to have quickly lowered approx 12" while a pt was in the sling. An experienced care giver was attempting to lift a resident from the bed to chair. There was no injury and the lift was removed from service. The accounts maintenance has tried unsuccessfully multiple times to duplicate the alleged malfunction with weight in the sling.